Event description:
Consultant reported: patient implanted with tibial nail and screw construct on (B)(6) 2011. It was discovered on an unknown date, the patient developed an infection. Patient was returned to operating room on (B)(6) 2012 for removal of hardware in the affected leg. Surgeon removed all hardware following pulse lavage of the original wound with antibiotic solution. Surgeon then used the reamer/irrigator/aspirator system (ria) to further ream and pulse lavage the canal with antibiotic solution. Surgeon revised patient with a new tibial nail-ex and 5 locking screws. This is 5 of 6 reports for this event.

Manufacturer narrative:
Review of the device history records showed that there were no issues that would contribute to this complaint condition. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
This device is used for treatment not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10, 6 is achievable when the ifus are employed.